Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn: (B)(6), +23.0d) in the left eye. The patient completed 5 light adjustments post-operatively but did not complete the required lock in treatments. On (B)(6) 2026, approximately 26 months later, the patient returned to clinic complaining of blurry vision and visual disturbances. The lal was subsequently explanted on (B)(6) 2026.